Event description:
The replacement surgery has been scheduled for (B)(6) 2014. The patient was doing fine but just has no stimulation right now.

Event description:
The company representative confirmed that the ins was explanted.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID neu_unknown, serial# unknown, product type unknown; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that there was a communication problem. The patient went on vacation and when she got home on august 5 she could not charge her implant. The patient programmer was not turning on and the patient did not have batteries to put in the device. It was reported that the patient was not trained adequately on using the device. The recharger was too heavy and the patient could not use the belt as it slides away. It was also reported that there was a problem with telemetry and an implantable neurostimulator (ins) overdischarge was suspected. The manufacturer¿s representative (rep) reported no communication with the clinician programmer, implantable neurostimulator recharger (insr), and patient programmer (pp). A power on reset (por) condition was reported. It was reviewed with the rep. How to perform a physician mode recharge (pmr) and how to clear the por message. It was noted that a pmr was not performed. The last time the patient successfully charged and felt stimulation was about 1.5 months prior to the report. It was later reported that the patient chose to have her device replaced to a non-rechargeable device since the patient was non-compliant with recharging. A pre-operative exam was done and the patient was waiting for insurance approval; it was thought to be about two to three weeks before a replacement could be scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.